Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity, heavy calcification and 90% stenosis in the mid left anterior descending (lad) artery. The 3.5 x 15 mm xience xpedition failed to cross the lesion after several attempts. The distal shaft kinked due to the force applied during the attempts to cross. There was resistance with the anatomy during advancement and removal of the device. No other device issues or procedure issues were noted. The device was changed to another xience stent and the procedure was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.